Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that unauthorized repairs were performed on the motor and hose of the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.